Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, while ablating at 50 watts around the right superior pulmonary vein, a steam pop occurred, and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed, and around 2 liters of fluid were removed from the pericardium. It is unknown if extended hospitalization was required as a result of the adverse event. The patient was reported to be in stable condition. Physician¿s causality opinion is unknown. There were no issues, errors or malfunctions reported in any bwi product during the procedure. It is unknown if transseptal puncture was performed. The physician ablated at 50 watts. It is not known if the patient received anticoagulant during the procedure. Multiple attempts have been made to gain clarification on this event with no response.